Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number 550767, expiration date 11/30/2009). Reference medwatch report is for the suspect device used in system 1.

Event description:
Reporter alleged obtaining a discrepant blood glucose result of 206 mg/dl on advantage system 1 compared back to back with a result of 98 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received for her diabetes. No adverse event reported in relation to the device. A request was made for the return of the suspect device and replacement product was sent.